Event description:
It was reported that (1) device and (1) reload were used during a hemicolectomy. It was reported by the affiliate that the tlc55 was used to do a two side to side anastomosis. When closing the otomy, using the same stapler, both firings were missing staples proximally, but were complete distally. The leakage was discovered and sutured. There was no further consequence to the pt. 04/28/2000 (1) sterile unused reload also being returned.